Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and no non-conformances were found. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, resulting in the over infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was over infusing. Mmdg did follow up with the initial reporter who stated that there had been no adverse effects to the patient due to the complaint. No other information was provided. (B)(4).